Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the device was not deflating leading to the procedure, however the cause of the problem was unknown by physician. The patient did not experience any further adverse events and was currently recovering. No more information available at the moment. Should additional information become available, it will be provided.